Event description:
It was reported that stent dislodgement occurred. The target lesion was located in coronary artery. A 5.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged inside the patient. No patient complications were reported, and the patient condition was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in coronary artery. A 5.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged inside the patient. No patient complications were reported, and the patient condition was stable. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, making it difficult to deliver the stent catheter and causing it to be kinked.